Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2019-06328. All information including event date and investigation activities will be captured under report 1416980-2019-06328. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿piece of the tubing¿ attached to the top of the filter chamber of a clearlink blood recipient set disconnected resulting in a loss of a portion of the blood this occurred during use on a patient in the general patient ward. There was no patient injury or medical intervention associated with this event. No additional information is available.